Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe plunger and stopper was found damaged, "seemingly melted", during the packaging process. The following information was provided by the initial reporter: "during packaging (so before use) we found a syringe with a deformed (seemingly melted) stopper and plunger."

Event description:
It was reported that the bd luer-lok¿ syringe plunger and stopper was found damaged, "seemingly melted", during the packaging process. The following information was provided by the initial reporter: "during packaging (so before use) we found a syringe with a deformed (seemingly melted) stopper and plunger."

Manufacturer narrative:
Investigation: two photos and one loose 1ml syringe was received and evaluated. It was observed the stopper in the syringe was wedged in between the plunger rod and the barrel to the point that it was nearly ripped in half. The jammed stopper condition is rejectable per product specification. Potential root cause for the jammed stopper defect is associated with the assembly process. This was most likely caused by a misalignment of the stopper dial and the plunger rod dial. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.